Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the setscrew was not tightened on the implantable cardioverter defibrillator (ICD). The device had high impedance in the right ventricular (rv) and superior vena cava (svc) coil. The patient was brought back to the operating room and the setscrew was tightened. Testing yielded that all measurements were within normal limits and the issue was resolved. The device remains in use. No patient complications have been reported as a result of this event.